Event description:
It has been reported to the company that during an ep procedure, there was no pacing, the red connector was reinforced with white tape to re-establish pacing. As a result of electrical disconnection, patient was observed to be in asystole (flatliner) physician cut the wire, reconnected bare wire directly into pacing device. No patient information was reported and the device is being returned for evaluation.